Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico.

Event description:
Reference number (B)(4). Event occurred in (B)(6), united states. It was reported that the patient experienced a high blood glucose event of 425 mg/dl on (B)(6) 2026. The high blood glucose remained elevated for greater than four hours. The patient received treatment with insulin pump. No further information available.